Event description:
It was reported that an overdischarged device was suspected. A power on reset condition was indicated. It was recommended that physician mode recharges be performed. The pt stated he had been able to recharge his device since he had a procedure performed 2 to 3 months ago, in which they "put needles in his back." The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).